Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the myopotential oversensing was sensed by the device, leading to pacing inhibition.

Event description:
It was reported that during a follow up in clinic, myopotential oversensing resulting in pacing inhibition was noted on the device. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.